Manufacturer narrative:
(B)(6).

Event description:
Customer reported that the patient circuit occluded alarm is active and there is no flow from the ventilator. The customer reported there was no patient involvement.